Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported insulin pump had spi to motor pic communication error. The customer¿s blood glucose was unknown at the time of incident. The customer was not able clear the error. The customer was advice the pump will need to be replaced. The insulin pump will not be return for analysis.

Manufacturer narrative:
Insulin pump received with motor current error detected alarm during rewind, problem isolated to mother board. Unable to perform any tests due to motor current error detected alarm.